Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer states that a tampon pledget fell apart upon removal and left pieces inside. She was able to remove remaining pieces herself.